Event description:
It was reported that the patient is seen regularly by hospital audiologist. He has normal cochlea with normal fitting, all electrode channels were active. Child been using the implant for more than 3 years and benefitting from it. There is no history of trauma. On (B)(6) 2012, the patient suddenly no longer had any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.